Event description:
Report received of delay in therapy due to cassette alarms. A nitroglycerin infusion was to be started for a pt admitted to the emergency room with chest pain. The pump immediately alarmed for cassette upon start up. The nurse tried two different pumps and the same alarm recurred. The set was then changed out and the infusion was started without further delay. The event caused a delay in starting therapy, however, the pt reportedly did not experience any adverse effects. No add'l info was available.